Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple hypoglycemic episodes overnight while using an ilet system, with the caregiver pausing and then turning off the pump per provider guidance due to suspected pump malfunction and requesting a replacement; the device was also reported to power off unexpectedly and require charging to restart. Symptoms included hypoglycemia. Outcomes included oral glucose administration and continued cgm monitoring. Investigation included complaint handling, troubleshooting, and user education, verification of shipping and return logistics, and instruction on shutdown procedures and startup for the replacement device. Investigation of this case revealed cause unclear for hypoglycemia, with reported device malfunction characterized by unexpected insulin delivery and spontaneous power-off behavior; no data transfer from the device was available for review. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.